Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. A medtronic representative inspected the navigation system onsite but was unable to recreate the issue. The software was uninstalled and reinstalled. The system is fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure there was an alleged inaccuracy with the navigation system. The surgeon had to make a couple passes before it was possible to obtain the desired sample for pathology. There was no reported delay to the procedure due to this issue and the patient was affected.